Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). Product surveillance received follow-up information from global pharmacovigilance advising the patient had passed away. The following information was obtained by gpv on (B)(6) 2011. This is a spontaneous report by a consumer with supplemental information by a nurse from the USA of fatal acute leukemia in a male patient (B)(6), coincident with dianeal pd2 ambuflex therapy. On an unreported date, the patient began dianeal pd2 ambuflex therapy intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2011, the caregiver contacted baxter technical services (bts) for assistance with the homechoice device and reported that the patient had just gotten out of the hospital with hospice assistance. The patient expired on (B)(6) 2011. The report indicated the death was not related to pd therapies. The patient had leukemia. It was not reported if an autopsy was performed or if dianeal therapy was ongoing until the time of the patient's death. The nurse stated that the fatal acute leukemia was not related to the pd therapy.

Manufacturer narrative:
(B)(4). During a review of the logs of a returned homechoice (hc) machine, an increased intraperitoneal volume (iipv) situation was identified which occurred on (B)(6) 2011 during drain cycle 2. The patient's drain volume was 3221 ml and the largest prescribed fill volume (lpfv) was 2000 ml, which met iipv criteria. A labeling review was performed and the instructions found to be adequate. The assignable cause was determined to be false empty detect and inappropriate bypass of the caution: negative ultrafiltration (uf) alarm. This issue is being investigated through CAPA.

Event description:
During a review of the logs of a returned homechoice (hc) machine, an increased intra-peritoneal volume (iipv) was identified during cycle 2. The patient's largest prescribed fill volume (lpfv) was 2000 ml and the drain volume was 3221 ml, which met iipv criteria. No patient injury or medical intervention was reported.